Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported event code. The event code was cleared and other, unrelated, repairs were completed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
During an evaluation of the customer's device, it was observed that event code was logged in the device. As a result of the reported issue, the device may not have been able to deliver a defibrillation shock to a patient, if needed. There was no report of any patient use associated with the reported issue.